Event description:
It was reported the patient went to their dentist on (B)(6) 2014 and they tried to turn their implantable neurostimulator (ins) back on (B)(6) 2014 but they could not. It was stated the patient tried to communicate with their ins both with and without the antenna and they could not make an adjustment either with or without the antenna attached. It was stated the programmer would not do telemetry with or without the antenna. Analysis of the programmer showed the telemetry problem with the programmer was unverified. It was stated the antenna jack was tarnished and the bottom case assembly was contaminated.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).